Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the clock not set was able to be confirmed; however, the reported event of unknown alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2000, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set. Controller faults were active due to the clock reset. The clock was set on (B)(6) 2024 clearing the controller alarms. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Clock resets are indicative of a no external power event. The onset of the clock corruption was not recorded in the log file. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller fault alarms on the patient's backup controllers as reported by the patient are reported under MFR #: 2916596-2024-02300.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured numerous controller clock corrupt alarms throughout the log. The system controller clock was set to january 2000, which occurred due to a complete loss of power. The patient had 3 "malfunctioning" backup controllers. The patient reported one of their controllers had a controller fault alarm and an unknown alarm they could not remember. The patient had extra backup controllers due to losing controllers and having malfunctions all the time. These had accumulated over some length of time. The patient had rescue tape around their driveline